Manufacturer narrative:
Per the clinic, it was reported that the patient had purulent discharge superior to the implant site and also skin necrosis. The patient was hospitalised overnight and treated with IV and topical antibiotics. It was reported that the skin revision surgery was performed under general anaesthesia on (B)(6) 2024. Measurements made before and after the revision surgery showed that 10 electrodes were open circuits. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, and reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis indicated device failure.

Event description:
Per the clinic, the patient developed a skin infection at the implant site, exposing the receiver/stimulator. Subsequently, the patient underwent a skin revision surgery (specific date not reported) due to thinning of the skin. Currently, the patient still has an active infection at the implant site, and for this reason, the patient is not able to use the device. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.